Manufacturer narrative:
(B)(4): the customer reported that the device displayed an error code 20004. Error code 20004 (ECG front end hard failure) is accompanied by the system failure cycle power message/instruction and operation is halted. There was no report of pt involvement or adverse pt impact. The philips technical support engineer provided the customer with technical support and info regarding this reported condition. The customer chose not to have the device repaired. Based on the customer's report we are considering this a malfunction. We cannot determine the cause because the customer chose not to have the device repaired.

Event description:
The customer reported that the device displayed an error code 20004. Error code 20004 (ECG front end hard failure) is accompanied by the system failure cycle power message/instruction and operation is halted. There was no report of pt involvement or adverse pt impact.